Event description:
It was reported that the atrial lead dislodged during the extraction of the right ventricular lead. Due to fibrosis, the atrial lead could not be re-implanted. A new atrial lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted and there was blood/body fluid (not obstructed) on the proximal conductor. There was a breached cut and cosmetic depression of the outer insulation, there was blood in/on the helix mechanism and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.